Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1k9s8, implanted: (B)(6), product type: lead. Product ID: neu_stimloc_acc, implanted: (B)(6) 2017, product type: accessory.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that two dog bone plates were used to supplement the burr hole cover as the physician stated the design ¿was horrible¿ and put the leads at risk of being pulled out without the dog bones. A lead cap would not tighten onto the lead. The set screw was backed out and they attempted to tighten it again, but the cap was not tight when the torque wrench clicked. A new torque wrench did not resolve the issue, so a new kit was opened and the end cap was used from that kit. No medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the cause of the issues was a leadcap set screw failure. No further patient complications have been reported as a result of this event.